Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection of the lead extension showed a fracture with broken wires, which caused the reported issue. The cause of the broken wires is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18840. It was reported the right extension had fractured. Diagnostics indicated high impedances. In turn, the extensions were explanted and replaced to address the issue. Note: all of the patient's extensions are being reported because it is unknown which extension is liable.